Manufacturer narrative:
(B)(4).

Event description:
See manufacturer report # 3004209178-2011-00297. It was originally reported that the pt experienced a sticking sensation on his right shoulder. He heard a noise like a lumbar jack (chainsaw noises), when turning his head. He could hear the sound with his stimulation on or off. The stimulation was more painful when on. His device interfered with his hearing aid; therefore, he had to turn it off. It was later reported the pt discussed this event with a company representative. He had surgery to fix the problem with his device. He no longer had problems with his device system. Additional information has been requested.